Event description:
While attempting to defibrillate a patient the device displayed a "poor pad contact" message while using paddles and non-zoll gel pads. Complainant indicated that the clinician switched from using paddles to multi-function electrodes and successfully converted the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that the patient expired later that evening, however it was not related to the reported malfunction. The device was removed from service and taken to the facility's biomed department. The device was tested along with the paddles with a defib analyzer and displayed a "poor pad contact" message.